Manufacturer narrative:
The device was returned and was visually inspected finding cracks in the yellow luer. The tubing between the filter and red handle was detached with a purge bypass connected. The clinical review found that the purge leak was noted during a cassette change. However, a needle poked the clear tubing during the purge bypass. It was further noted that the leak began when the patient was being turned and the leak occurred from the connection between the yellow luer to the reservoir. Bicarbonate was used as the purge solution. The cause of the yellow luer purge leak was patient movement. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 53 year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was a purge leak noted during a cassette change. A purge bypass was completed but the needle poked the clear tubing. There was no patient harm reported..